Event description:
It was reported that this right atrial (ra) lead exhibited high out of range impedance measurements, with the measurements over 3000 ohms and with the signal artifact monitor (sam) feature activated as a result. This ra lead was subsequently explanted and replaced. No additional adverse patient effects were reported. This product has not been returned for analysis.